Event description:
Caller reported experiencing a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed multiple cartridge alarms and decided to replace the pump. The new pump will have updated software, and the caller acknowledged receipt of these details. The customer was advised to use multiple daily injections as backup therapy and was instructed on how to return the problematic pump. Additionally, they were informed to transfer their pump settings and connect their continuous glucose monitor to the replacement pump. The caller agreed to all instructions and will return the pump within the specified time to avoid charges.